Event description:
A malfunction alarm was reported with the code malf 9. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump and provided instructions to call back if any malfunction recurs. The customer understood and acknowledged the guidance and was advised that they may continue using the pump.